Event description:
It was reported that the ventilator powered off and restarted while on a patient. The screen flickered and unit went to standby mode. The patient was bagged and placed on another ventilator. There was no patient injury.